Event description:
It was reported that during the case, the generator received error code 5. A second instrument was tried with no success. A second handpiece was used to finish the case with no patient consequences. After the case, the handpiece was tried with the test tip and gave error code 5 again during the pre-run test.